Event description:
It was reported that the rigid video laparoscope had an interrupted and weakened light guide bundle. The event occurred at maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6). E1 - address : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that following led to the malfunction: internal part of the insertion section comes off, causing the light guide bundle to be crushed or torn during rotation in use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.